Event description:
It was reported during a follow-up in-clinic, a loss of capture was noted on the device. During the follow-up, the patient experienced syncope. Technical support was contacted and confirmed the device was performing as designed. Device reprogramming is anticipated, however, no intervention was performed. The patient was stable.